Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left leg angioplasty/stenting procedure. Reportedly, there was no suture with plunger removal as the needles may have deflected off another implanted closure device. Another proglide device was inserted away from the implant and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.